Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident was 600 mg/dl. The patient treated via manual insulin injection. The customer was unable to troubleshoot for th eno delivery alarm at the time of call. The reservoir was not returned for analysis.